Event description:
It was reported that the patient experienced an erosion of the device. The physician elected to explant and replace the device to resolve the event. No additional patient consequences were reported and the patient is stable and continuing with normal follow ups.